Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and occlusion test. No motor error alarm noted. Motor passed motor test. Insulin pump unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test due to prime anomaly. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 463 mg/dl. The patient does not recall any significant events leading to the alarm. The insulin pump was not exposed to a strong magnetic field or an MRI. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.